Manufacturer narrative:
A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. Elevated is an established risk associated with use of the device, which is clearly specified in the "product's" labeling. Based on the information received, the root cause of the reported event was due to "patient's" movement. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. The procedure was aborted due to patient movement while the stent was in the patient¿s eye. Upon removal of the stent, a large area of iatrogenic iridodialysis was noted. The iris damage was described as permanent damage (not trivial) which was observed at 1-5 o¿clock. Subsequently, an intraoperative iridodialysis repair was performed immediately and no functional damage was noted as a result of the iris damage. At one (1) week postop, there was no symptoms of glare noted and the patient was scheduled for iop follow-up visits. The patient¿s prognosis was reported as ¿good with excellent vision and resolved iridodialysis¿. The patient¿s elevated iop was being managed with topical iop-lowering drops.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iris damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. Iris damage is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event was due to patient's movement. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye cataract procedure, the patient moved his head inadvertently and resulted in iris tear during implantation attempt of a trabecular micro bypass stent. Reportedly, a secondary intervention (repair) was required, and the stent procedure was aborted. Additional information has been requested.